Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found to have a lead body damage. This lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was found to have a lead body damage. The lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the the location of the damage on the lead body was in the terminal pin that popped off when disconnecting from the old device. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.